Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a successful precise 8 x 30 stent implantation in the ostium of the left internal carotid artery (lica) target lesion (tl) during the study index procedure. The patient had no neurological deficit post-procedure upon leaving the angiography suite. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Four days after the index procedure, the patient experienced an adverse event reported to be an ischemic stroke. The event onset was sudden. The event was reported to be related to the study device/procedure. The event duration /recovery were unknown and the event was not related to the patient's anticoagulation. Additional information has been requested.

Manufacturer narrative:
The patient was asymptomatic for the index procedure. The lica target lesion was reported to be: a 90% stenosis, 15 mm length, 5.0 mm reference diameter, mild tortuosity, eccentric, and ulcerated. A 6 mm angioguard embolic protection device was used for the procedure. A precise 8 x 30 was implanted at the target lesion via direct stenting. The residual stenosis was 0%. The angioguard device was successfully removed and no debris was noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Patient was revised to address dislocation and poly wear.

Manufacturer narrative:
As it was reported by the (B)(4) study database approximately (5) days post precise carotid artery stenting procedure, the patient had a neurological event diagnosed as an ischemic stroke. The report received indicated that the asymptomatic patient was enrolled in the study and had a successful precise 8 x 30 stent implantation in the ostium of the left internal carotid artery (lica) target lesion (tl) during the study index procedure. The 15mm lesion had a 90% stenosis. There was no indicated pre-dilation. The patient had no neurological deficit post-procedure upon leaving the angiography suite. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Four days after the index procedure, the patient experienced an adverse event reported to be an ischemic stroke. The event onset was sudden. The event was reported to be related to the study device/procedure. The event duration /recovery were unknown and the event was not related to the patient's anticoagulation and deficit was "other". In response to multiple investigative efforts, no further information has been obtained regarding the event. At thirty day follow-up the nih and stroke score were indicated as 0, unchanged from baseline. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with lot 15011530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a well known adverse event related to carotid artery stenting. The patient's medical history including coronary artery disease with previous pci, hypertension, along with lesion location and characteristics put her at an increased risk for adverse event. Based on the lack of information pertaining to the reported diagnosed ischemic stroke no conclusion can be made regarding the relationship to the device. Therefore, no corrective actions will be taken at this time.